Manufacturer narrative:
The agent reported, patient shoulder was potentially infected, and the glenoid baseplate was loose. Male 79. Complaint has been evaluated and is similar to report number 1644408-2018-01204; 508-32-204, s810 - device loosening, s808 - infection, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery due to infection.